Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. The customer stated that there were some motor errors in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed displacement test, operating currents, self-test, off no power and a21 error test also, the motor passed motor test. The insulin pump had minor scratched display window. Cracked case at the display window corner and cracked reservoir tube lip.